Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient's pain level has not changed much. She had about a 7 to 8 out of 10 pain. Pain got worse with increased activity and prolonged standing and walking. Hcp stated that on (B)(6)2010 he attempted to refill intrathecal pump, however there was no medication in the pump and when the medications were tried to be filled, there was significant resistance that prevented the pump to be refilled. Hcp indicated the rotor in the pump had malfunctioned. Patient had catheter problems as well as pump problems since the pump was implanted. The pump was replaced. The device system was used to deliver dilaudid (2 mg/ml at 1.3 mg/day). The patient was seen in the office on (B)(6)2010 following the replacement and was "doing fairly well"; her pain level was still a 9 out of 10. Patient reports pain was mostly in lower back. Additional information will be provided when available.